Event description:
On (B)(6) 2012, the reporter contacted animas stating that the patient was in diabetic ketoacidosis (dka) and was hospitalized. The meter reportedly read 'high' prior to the patient being hospitalized. The health care provider (hcp) and the diabetic team reportedly believed that since the keypad buttons were intermittently responsive and required hard presses in order to elicit a response, the patient reportedly was not receiving insulin and therefore was the cause of the patient's dka. The keypad was reportedly torn around the up arrow keypad button. There was no indication of a site infection and the reporter denied damage to the site/set. It was noted that the patient's blood glucose (bg) value recently has been 11mmol/l. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported due to the patient experiencing a hyperglycemic event and was hospitalized. Use error contributed to the reported event as the patient used a damaged pump while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: the keypad was observed to be torn around the down arrow keypad button. All keypad buttons were found to be responsive. The total daily dose was found to correctly reflect the user's programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The keypad cover was removed; contamination was found under all the key contacts. Unrelated to the complaint, the display screen was observed to have a pinkish contrast. Also unrelated to the complaint, the battery compartment was observed to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Use error contributed to the reported event as the patient was using a damaged pump while on insulin pump therapy. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.